Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be definitively identified. Based on the results of the investigation, the most probable cause of the loss of water tight integrity was inadequate water tightness of the cable unit. The detachment of the cable unit was most likely attributable to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the camera head to the service center for a separate issue. During device analysis, the service repair technician identified that the cable unit had detached and due to inadequate water tightness of the cable unit, the device had lost its water tight integrity. There was no patient involvement.